Event description:
The customer contact reported inaccurate delivery. On an unspecified date and time the device was programmed for a continuous bolus delivery of dilaudid 1 mg/ml, with a continuous rate of 3.5 ml/hr, no loading dose, 2 ml bolus dose, with a 10 minute bolus lockout, a 6 bolus/hour limit, and the delivery was started. After an unspecified length of time, the nurse reported the volume being delivered was inaccurate for the settings in the device. No specific details were provided. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.